Event description:
It was reported during the implant attempt that a tortuous vein made placement difficult for the right ventricular (rv) lead and there was a suspected fracture as well. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the proximal conductor was distorted due to kinking/buckling. There was also body tissue/fibrotic growth on the distal electrode. Visual analysis noted the lead was stretched and damaged at implant. (B)(4).